Event description:
The manufacturer became aware that a user alleges the sheath of an ac power cord for a dreamstation auto CPAP has peeled off and the conducting wire has been exposed. There was no report of any patient harm or injury. The ac power cord was replaced for the user and the bad power cord was discarded. The manufacturer is unable to confirm the report of exposed conducting wire. Product labeling warns the user to "periodically inspect the power cord for signs of wear and damage and to replace the power cord if necessary." The manufacturer concludes no further action is necessary.